Manufacturer narrative:
Additional information: a2, a3, a6, b5, b6, g2, g3. MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received. Per report, there was no adverse patient impact or additional treatment required, and the patient's status was noted as "stable" with the event "resolved".

Manufacturer narrative:
Additional information: d9, g2, g3, h3. The device was returned nested in the unsealed thermoform packaging tray with the broken tip taped to the outer thermoform packaging tray, and no stents were returned. The device evaluation was completed and the trocar was found broken. This finding likely occurred due to a heavily bias trocar during the surgical procedure. Based on these findings, the root cause of the reported event was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the first stent. MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: h6 (type of investigation 5): b15. The device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the surgical video was completed and the trocar was confirmed broken behind the first splay. However, due to the limited video footage, a definitive conclusion was not made. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Based on the investigation and all the available information, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following the implantation of the first stent from a trabecular microbypass stent system in the patient's right eye (od), the trocar dislodged from the device and pierced the patient¿s trabecular meshwork (tm), resulting in significant bleeding. Per report, the surgeon successfully cleared the blood from the eye, and removed the trocar fragment intraoperatively using forceps with no report of patient injury. Additional information has been requested.